Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the touchscreen was unresponsive and a white vertical line on the screen was noted. The touchscreen was not functional. The customer's blood glucose (bg) was 89 mg/dl. The customer reported that manual injections would continue to be used for alternate insulin therapy.